Event description:
A nurse reported no phacoemulsification during a cataract procedure. The system was switched out to complete case. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).